Event description:
It was reported that at the implant procedure, the physician backed the setscrew out of the threads of the device and upon pulling on the torque wrench, the wrench and setscrew pulled through the grommet. The device was not implanted and another device was used. It was further reported that during the implant of the right ventricular lead, the patient went asystolic for approximately twenty seconds. The lead was successfully implanted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.